Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: - work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable. A05: applicable to camera issues a1102: applicable to "localizer not connected" error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was experiencing camera issues. The site was added to the call to assist with checking the ndi (network device interface) toolbox; it was determined that there was no bump status or erroneous bump detection. When clinical application was opened and the image was loaded, the system gave an error message that 'localizer not connected'. Troubleshooting was performed. It was noted that camera was getting power, and has one green light illuminated. The probable cause was noted as likely a bad connection in the camera power chain. There was no patient involvement.